Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump stops working. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short not allowing unit to turn on or access to download. Force sensor zero offset within spec (20.4mv). Unit also receive with the following cosmetic damages: cracked retainer, missing display window/cover, label damage (faded), battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube) and scratched case. In conclusion, unit came in with blank display due to corroded electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.